Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the reported problem and found the light source intermittently went to the spare lamp directly due to failure of the power supply unit and failure of the igniter. In addition, the evaluation found that the xenon lamp was difficult to connect due to a defective lamp base. Additional evaluation findings are as follows: front panel harness corroded; emergency lamp harness deformed; wrench found missing; high function not working due to defective hinge unit. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the main lamp did not function and the device switched to the spare lamp. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 11 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon ¿the main lamp could not be turned on and the spare lamp was on¿ was confirmed during the pre-use inspection. A faulty converter and igniter were confirmed. Additionally, it was found to be difficult to mount the lamp due to a faulty lamp base. The clv-180 instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿[important information ¿ please read before use]. Avoid applying excessive force to the connectors, as this may damage the instrument¿. //¿ [chapter 7 installation and connection]. Use this instrument only under the conditions described in ¿transportation, storage and operating environments¿ and ¿specifications¿ in the appendix. Otherwise, improper performance, compromised safety and/or equipment damage may result.¿ olympus will continue to monitor field performance for this device.